Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and fibrin threads were seen in an unspecified number of tubes resulting in disruption of the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. After review and analysis of the photographs poor barrier separation and fibrin were not observed. The defect which can be seen from the photographs is gel air bubbles. Additionally, 100 retained samples were visually inspected, and no gel defects or fibrin-related defects were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier formation, fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles this complaint has not been confirmed for the indicated failure mode: poor barrier formation and fibrin. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and fibrin threads were seen in an unspecified number of tubes resulting in disruption of the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.